Event description:
The junction between femoral tc3 component and stem got loose. Because of this, the femoral component tilt over. The stembold was not rotated out but loose because of the reduced thickness of the 7 degrees cone adaptor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.